Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was explanted and replaced as it is subject to the assurity, endurity inhomogeneous epoxy mixing field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was discharged.

Manufacturer narrative:
The device was returned due safety advisory without identified device or use problem. The device was received with normal telemetry and normal output. Analysis performed did not find any anomalies. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating no sign of hermeticity breach. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain.

Manufacturer narrative:
B2. Which should have "required intervention to prevent permanent impairment/damage (devices)" selected.

Manufacturer narrative:
Correction b2 - outcomes attributed to adverse ¿ should have selected ¿required intervention to prevent permanent impairment/damage (devices) ¿in the reports submitted previously.